Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change assembly was rebuilt to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a large leak preventing ventilation. There was no report of patient involvement.